Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg will not communicate with the clinicians programmer. The patient underwent a revision procedure wherein the ipg and lead were replaced. Device malfunction was suspected. The patient was doing well postoperatively.